Event description:
A customer contacted beckman coulter regarding falsely high platelet (plt) results generated by the coulter lh750 analyzer for several patient samples. The results were reported out of the lab. The original samples were re-tested on a different instrument and plt results were lower for all patients. Based on available information, there was no effect to patient treatment.

Event description:
During a procedure involving an acumed ulnar shortening saw blade, the physician stated the saw blade was cutting in such a way that the blade overheats and is killing the bone as a result. The physician also stated the saw blade may be contributing to a non union of the bone. Quality assurance became aware of this event on 4/9/2010. We are currently making attempts to collect additional details regarding this event. Upon receipt of this information a subsequent medwatch report will be filed.

Manufacturer narrative:
This report was generated in error. Further communication with the sales represenatitive and the physician confirmed that there were two events (reference MDR #'s 3025141-2010-00017 & 3025141-2010-00018) and not three.